Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed full functionality testing without duplicating the report. Review of the device log found evidence of low battery and shutdown warning messages as well as evidence of a power off event due to a depleted battery. These messages are not indications of a device malfunction and are designed to notify the user that the battery is low and the device will shut down, which would cause a blank screen appearance. The device was recertified and returned to the customer. The x series operator's guide advises users to carry a spare battery during use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.